Event description:
It was reported that the pacemaker-dependent patient's right ventricular (RV) lead exhibited noise oversensing. An insulation breach was also noted on the RV lead. The RV lead was explanted and replaced. The patient remained in stable condition.